Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer's blood glucose level at the time of incident was reported to be 76mg/dl. The customer's most recent blood glucose level was reported to be 113mg/dl. It was reported that the customer was treated by paramedics. Troubleshoot was reported to be conducted. It was reported that the device was exposed to airport x-ray screen. It was reported that the device passed the displacement test. It was reported that the customer was advised to contact their health care provider regarding low levels, and to monitor the device and call back if issues persist.